Event description:
Pt underwent pci of the lad using a 2.5mm diameter x 30 mm length endeavor sprint drug-eluting coronary stent, it was reported that approximately 4 months post procedure, the pt presented with class iii angina symptoms. The pt developed acute pulmonary edema with hypoxemia and required endotracheal intubation. Revascularization was performed for endeavor in-stent re-stenosis with deployment of three other manufacturer stents additional information received from the field reported that the pt experienced an mi approximately 15 months post deployment of the relevant endeavor sprint rx stent. No other clinical sequelae were reported.

Event description:
It was reported that patient returned approx. 23 months post index procedure for CT angiogram, he developed shortness of breath and hypoxemia, which was stabilized with bipap and transferred to ICU where his respiratory compromise worsened and he was intubated. On the same day the patient underwent successful balloon angioplasty to treat ostial in-stent restenosis of the lad. No other clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation: results: (mi, tvr).